Event description:
The device that failed is a thoratec ddc ventricular assist device. It is a large console that powers an implanted ventricular assist device. When the failure occurred, the left side of thoratec ddc stopped working while attached to a patient. In addition to the failure, the alarms did not sound properly and the patient coded shortly after device ceased to function properly and needed to be intubated.====================== manufacturer response for ventricular assist device, thoratec lvad model 2600 (per site reporter). ====================== when we told thoratec that the sentinel event occurred, they sent in a field service representative and he changed the circuit board that was broken.